Event description:
It was reported by a getinge service territory manager (stm) during service scheduled for a different issue in the cardiosave intra-aortic balloon pump (iabp). The stm reported that logs specified issues with solenoids in the pim (k4 and k10) not closing. In addition, pim lines showed signs of moisture running through it, from what appears to be a fluid ingress. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, reported that logs specify issues with solenoids in the pim (k4 and k10) not closing. In addition it was reported that the pim lines showed signs of moisture running through it, from what appears to be a fluid ingress. The stm replaced the pim with safety disk included and addressed the issue. Subsequently, the unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) during service scheduled for a different issue in the cardiosave intra-aortic balloon pump (iabp). The stm reported that logs specified issues with solenoids in the pim (k4 and k10) not closing. In addition, pim lines showed signs of moisture running through it, from what appears to be a fluid ingress. There was no patient involvement, and no adverse event reported.